Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Device is missing a segment in the display. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed a crack in the housing. When the device was powered on one led segment does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the led segment on d1 on the instrument board had failed resulting in the display segment not illuminating. Following testing the previously failed led began illuminating. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues related to this reported event.

Event description:
Device is missing a segment in the display. No impact or consequences to patient were reported.